Event description:
Approximately 3 1/2 years ago, the patient had a total knee arthroplasty for severe degenerative joint disease, primarily in the lateral and patellofemoral compartments. Patient has continued having pain. Returned to or to have knee hardware removed and replaced due to aseptic loosening.